Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) an overheating occurred. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse stated that a power-up test fails # 14 occurred when the unit was turned on. The fse replaced the scroll compressor (0119-00-0236). All functional and safety tests were performed to meet factory specifications. The failure analysis and testing department received the following part associated with this complaint compressor scroll this part was received with a reported unit failure message of overheating occurred and power up test failed code 14. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed top display assy. Into the cardiosave test fixture and tested to the cardiosave service manual. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed compressor scroll into the cardiosave test fixture and tested to the cardiosave service manual. The fat dept. Performed functional tests and passed. Also, the fat dept. Pumped the cardiosave test fixture and did not observe overheating message and power up test failed code 14 on display. The fat dept, could not verify the failure message of overheating message and power up test fail code 14. Compressor scroll passed testing. Retaining compressor scroll in the fat dept. Per procedure.

Event description:
N/a.